Manufacturer narrative:
Batch review performed on 22 november 2018 lot 147677: (B)(4) items manufactured and released on 28 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: late infection in cemented tka, 2 years after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
The surgeon removed the poly and soaked it in antibiotic solution while the wound was washed out and antibiotic beads were placed in the patient. The original poly was inserted without the locking screw. The surgery was completed successfully. Two weeks after the first step revision surgery (on (B)(6) 2018), the patient had a new poly implanted.